Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this cardiac resynchronization therapy defibrillator (crt-d) was atrial undersensing the patient's strial fibrillation. As a result, the device intermittently paces apvp. No adverse patient effects have been reported.